Manufacturer narrative:
A field service engineer (fse) conducted a customer site visit and confirmed the reported issue by the error occurring when attempting to run rack simulation. The x-1 pusher foot flag sensor (also known as the x-1 pitch sensor) was not reading with the rack at the sample load. The fse adjusted the x-1 pusher foot flag to read at the sample load position. The resolution was verified by successfully running quality control (qc) without any errors. No further action required by field service. The aia-900 analyzer is operating as expected. A complaint history review and service history review was performed for serial number (B)(6) from the install date of february 14, 2025 through aware date of december 01, 2025 for similar complaints. There were four similar complaints found during the searched period, including this case. The aia-900 operators manual under section 12: flags and error messages states the following: [2300] s.loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause was due to a misalignment of the x1 pitch sensor, cause traced to component failure.

Event description:
A customer reported "2300 sample loader step feed failure" error on the aia-900 analyzer. The customer rebooted the analyzer, but the problem persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported 2300 sample loader step feed failure error.